Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reports via the sales rep that an exeter thr was implanted and then revised due to a fracture of the stem. The date of the primary procedure is unknown. The customer reports that the patient is large and carries beer barrels for a living constantly on and off of lorries. The patient presented with pain approximately 2 months ago and x-ray indicated a stem fracture. The revision procedure was undertaken 2 weeks ago, although exact date is unknown.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The exeter stem broke in fatigue with the final fracture occurring from an overload condition in a ductile manner. The fracture initiated from the lateral side of neck of the stem and progressed medially. Eds analysis showed the exeter stem to be made of a fe-cr-ni-mn-mo alloy consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed during this analysis. No patient medical records were returned or made available for review. The exact cause of this event could not be determined based on the information available. It was reported by customer reports that the patient is large and carries beer barrels for a living constantly on and off of lorries. The customer reports that the patient presented with pain approximately 2 months ago and x-ray indicated a stem fracture. It is noted in the review of the IFU, that fatigue fracture of the implant can occur as a result of trauma, strenuous activity, improper alignment, and/or duration of service, singularly or in combination. However, further information such as post operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. The reported event regarding stem fracture involving an exeter device was confirmed.

Event description:
The surgeon reports via the sales rep that an exeter thr was implanted and then revised due to a fracture of the stem. The date of the primary procedure is unknown. The customer reports that the patient is large and carries beer barrels for a living constantly on and off of lorries. The patient presented with pain approximately 2 months ago and x-ray indicated a stem fracture. The revision procedure was undertaken 2 weeks ago, although exact date is unknown.